Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 15-dec-2021. The most recent information was received on 21-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain in lower abdomen') in an adult female patient who had essure (batch no. 50512923) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion intervention required), allergy to metals ("allergic reaction and intolerance to metal"), pruritus ("itching"), back pain ("back pain"), abdominal distension ("abdominal swelling, bloating"), adnexa uteri pain ("pain in right ovary"), flatulence ("flatulence"), constipation ("constipation"), hepatic pain ("liver pain"), biliary colic ("biliary colic"), abdominal pain upper ("gastric pain"), dry skin ("dry skin"), eczema ("eczema"), sciatica ("regular sciatic back problem"), intervertebral disc protrusion ("herniated disc"), poor peripheral circulation ("problem with circulation in the legs, poor blood circulation"), paraesthesia ("pins and needles in the extremities of the hands"), neck pain ("neck pain"), migraine ("headache/ migraine"), fatigue ("general fatigue"), arthralgia (" joint pain"), tendon pain ("chronic elbow tendon and achilles tendon pain"), muscle atrophy ("muscular atrophy"), motor dysfunction ("inability to grasp objects"), musculoskeletal stiffness ("muscular stiffness"), visual acuity reduced ("reduced visual acuity"), dry eye ("dry eye"), swelling of eyelid ("eyelid swelling"), burning sensation ("burning sensations about the body"), urinary tract infection ("regular urinary infection"), urinary retention ("difficulty emptying the bladder during voluntary urination"), loss of libido ("loss of libido (no longer feels the urge)"), breast swelling ("breasts swollen"), breast tenderness ("breasts tender"), tooth disorder ("dental problem"), gingivitis ("gingivitis"), alopecia ("substantial hair loss"), disturbance in attention ("difficulty concentrating"), memory impairment ("difficulty with memory") and depressed mood ("tendency towards depression"). The patient was treated with physical therapy (back brace), surgery (essure removal) and orthoptic rehabilitation. Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, adnexa uteri pain, neck pain, fatigue and urinary tract infection outcome was unknown and the allergy to metals, pruritus, back pain, abdominal distension, flatulence, constipation, hepatic pain, biliary colic, abdominal pain upper, dry skin, eczema, sciatica, intervertebral disc protrusion, poor peripheral circulation, paraesthesia, migraine, arthralgia, tendon pain, muscle atrophy, motor dysfunction, musculoskeletal stiffness, visual acuity reduced, dry eye, swelling of eyelid, burning sensation, urinary retention, loss of libido, breast swelling, breast tenderness, tooth disorder, gingivitis, alopecia, disturbance in attention, memory impairment and depressed mood had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, abdominal pain upper, adnexa uteri pain, allergy to metals, alopecia, arthralgia, back pain, biliary colic, breast swelling, breast tenderness, burning sensation, constipation, depressed mood, disturbance in attention, dry eye, dry skin, eczema, fatigue, flatulence, gingivitis, hepatic pain, intervertebral disc protrusion, loss of libido, memory impairment, migraine, motor dysfunction, muscle atrophy, musculoskeletal stiffness, neck pain, paraesthesia, poor peripheral circulation, pruritus, sciatica, swelling of eyelid, tendon pain, tooth disorder, urinary retention, urinary tract infection and visual acuity reduced with essure. The reporter commented: patient¿s current treatments included medication for life for the liver problem, a back brace for regular sciatic back problem and herniated disc, and treatment for stomach problem, joint, tendon and muscle problems, neck pain, migraine and headaches, eczema and itching . Treatment and orthoptic rehabilitation [therapy] for reduced visual acuity and dry eye with eyelid swelling diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kgs. Lot number: 50512923 manufacture date: 2010-05 expiration date: 2013-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-dec-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 15-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain in lower abdomen') in an adult female patient who had essure (batch no. 50512923) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion intervention required), allergy to metals ("allergic reaction and intolerance to metal"), pruritus ("itching"), back pain ("back pain"), abdominal distension ("abdominal swelling, bloating"), adnexa uteri pain ("pain in right ovary"), flatulence ("flatulence"), constipation ("constipation"), hepatic pain ("liver pain"), biliary colic ("biliary colic"), abdominal pain upper ("gastric pain"), dry skin ("dry skin"), eczema ("eczema"), sciatica ("regular sciatic back problem"), intervertebral disc protrusion ("herniated disc"), poor peripheral circulation ("problem with circulation in the legs, poor blood circulation"), paraesthesia ("pins and needles in the extremities of the hands"), neck pain ("neck pain"), migraine ("headache/ migraine"), fatigue ("general fatigue"), arthralgia ("joint pain"), tendon pain ("chronic elbow tendon and achilles tendon pain"), muscle atrophy ("muscular atrophy"), motor dysfunction ("inability to grasp objects"), musculoskeletal stiffness ("muscular stiffness"), visual acuity reduced ("reduced visual acuity"), dry eye ("dry eye"), swelling of eyelid ("eyelid swelling"), burning sensation ("burning sensations about the body"), urinary tract infection ("regular urinary infection"), urinary retention ("difficulty emptying the bladder during voluntary urination"), loss of libido ("loss of libido (no longer feels the urge)"), breast swelling ("breasts swollen"), breast tenderness ("breasts tender"), tooth disorder ("dental problem"), gingivitis ("gingivitis"), alopecia ("substantial hair loss"), disturbance in attention ("difficulty concentrating"), memory impairment ("difficulty with memory") and depression ("tendency towards depression"). The patient was treated with physical therapy (back brace), surgery (essure removal) and orthoptic rehabilitation. Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, adnexa uteri pain, neck pain, fatigue and urinary tract infection outcome was unknown and the allergy to metals, pruritus, back pain, abdominal distension, flatulence, constipation, hepatic pain, biliary colic, abdominal pain upper, dry skin, eczema, sciatica, intervertebral disc protrusion, poor peripheral circulation, paraesthesia, migraine, arthralgia, tendon pain, muscle atrophy, motor dysfunction, musculoskeletal stiffness, visual acuity reduced, dry eye, swelling of eyelid, burning sensation, urinary retention, loss of libido, breast swelling, breast tenderness, tooth disorder, gingivitis, alopecia, disturbance in attention, memory impairment and depression had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, abdominal pain upper, adnexa uteri pain, allergy to metals, alopecia, arthralgia, back pain, biliary colic, breast swelling, breast tenderness, burning sensation, constipation, depression, disturbance in attention, dry eye, dry skin, eczema, fatigue, flatulence, gingivitis, hepatic pain, intervertebral disc protrusion, loss of libido, memory impairment, migraine, motor dysfunction, muscle atrophy, musculoskeletal stiffness, neck pain, paraesthesia, poor peripheral circulation, pruritus, sciatica, swelling of eyelid, tendon pain, tooth disorder, urinary retention, urinary tract infection and visual acuity reduced with essure. The reporter commented: patient¿s current treatments included medication for life for the liver problem, a back brace for regular sciatic back problem and herniated disc, and treatment for stomach problem, joint, tendon and muscle problems, neck pain, migraine and headaches, eczema and itching. Treatment and orthoptic rehabilitation [therapy] for reduced visual acuity and dry eye with eyelid swelling. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.